Event description:
It was reported that during the course of a surgical procedure while the surgeon was scraping cement from the knee, the side of the device began to flake. A very small amount of flaking did enter the surgical site but was easily removed when the surgeon irrigated the site. There was no user/patient injury and no delay reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.